Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient is having issues connecting to and charging the right chest implantable neurostimulator; the left chest implantable neurostimulator charges without issue. Patient's mother reported it takes 15-30 minutes to get recharger connected to the device and when it does connect, it takes hours to charge, only reaches 90% and then it depletes quickly. Caller confirmed they palpated the implanted neurostimulators and they are not deep. Patient's mother stated in the last month, the right implantable neurostimulator has needed to be charged ten times while the left side has only needed to be charged five times yet the left has higher settings. Physician had already completed a session with the devices using the tablet. Agent had caller connect to the right device with the tablet and check impedances, which were all green. Caller went into the battery recharge interval and the estimate was 3.1 days for group a but this was with the increase in settings that the physician performed today. Caller provided the following information from the battery recharge information: 2/5: 40-60% 2.4 hours, fair connection 2/5: 60% 2/5: 60% 2/5: 60% 2/6: 60-100% 1.2 hours, fair connection 2/11: 40-100% 4.9 hours, fair connection 2/14: 40-100% 59 minutes, excellent connection 2/17: 40-70% 3.3 hours, fair connection 2/18: 60-100%, 2.1 hours, fair connection caller stated they normally charge the patient at night when they put the patient to bed (when they are more still) due to the patient being dystonic. Patient's mother said they do not use the drape (as recharger will never connect when using it), they use the adhesive discs along with a weight blanket over the recharger to keep it in place. They put in the adhesive discs on the recharger but not over the circles or the pins and it sticks on the patient. Patient's mother stated that on february 14th, when the device charged well, the patient was dead tired, did not move and had taken ibuprofen. Patient's mother noted they have so many problems with this and it worked well for a year and now it doesn't. The issue was not resolved through troubleshooting. Agent walked caller through generating data report and to submit json and log files but that issue maybe related to potential interference with having two implantable neurostimulators and keeping the recharger well positioned. Updated hcp.